Event description:
It was reported via repair work order that the zoom was intermittent due to damaged zoom handles. The side rail could not remain latched due to a damaged spring spacer. Also, the brakes could not hold due to worn brake rings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.